Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips remote service engineer (rse) reviewed the system remotely and confirmed that machine was not switching on. A philips field service engineer (fse) was then dispatched to the site. During troubleshooting, the fse determined that the input power supply was faulty and issue was related to the hospital power supply since the earth leakage relay was activated at the time of the incident. The fse inspected the system connections, reset the elr, and successfully resolved the issue. The system was subsequently tested and handed over to the unit in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the allura. Since the malfunction of an external power source is not malfunction of the allura system. Philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.